Event description:
The customer reported the system displayed a control panel. This could cause the system to shutdown. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply. The system operates as intended.